Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that no further actions were taken. They met with the patient for a post-operation appointment and checked impedances and no issues were found. The high impedances had resolved.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause was not determined. The rep said this was a brand new full system that should not have had issues. No actions have been taken yet, but a rep was meeting with the patient on (B)(6). No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The rep reported that a new ins and lead were placed yesterday at which time check connectivity and electrode impedances were all green and in range. The rep was with the patient today for post- operative and the last 4 contacts were out on 0-7 por with contacts 5 and 6 being over 40,000 ohms. The rep reported that it was contacted 0, 1, 2 and 3 were showing red on check connectivity. The ins was turned off from last night until this morning. The rep noted that the patient had been in the hospital since the replacement last night, so the rep assumed there had been no falls or traumas. The rep re-ran electrode impedances on the call with the following results in ohms: ref 0 - contacts 5 and 6 40k, contact 11 3150, all other contacts under 1000 ref 4 - contacts 5 and 6 40k, contact 11 2840, all other contacts under 1000 ref 10 - contacts 5 and 6 40k, contact 11 2640, all other contacts under 1000 ref 15 - contacts 5 and 6 40k, contact 11 2660, all other contacts under 1000. The rep re-ran check connectivity on the call and it only showed contact 0 as red, but then it was run again and showed 0, 1, 2 and 3 as red again. No further complications were reported.